Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6), 2011 alleging inaccurate high readings compared to another meter. The patient obtained a 14.0 mmol/l on their verio pro meter and less than 30 minutes later obtained a 5.5 mmol/l on an ultraeasy meter. The patient did not exhibit any symptoms due to the alleged issue. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the result is greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.